Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began over a year ago prior to contacting lfs. The patient manages his diabetes with an insulin pump (type not specified). The patient denied making changes to his usual diabetes management routine. A couple days after the alleged issue, the patient claims he felt symptoms of thirsty and lethargic. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. The patient did not have the subject meter or testing supplies anymore. The patient was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.